Event description:
It was reported that the screen on/quick bolus button is not functioning properly. The button needs to be depressed on the right side. It was also reported that the at times the button would give an over delivery (2 clicks instead of 1). The device turns on when plugged into a power source. The customers' blood glucose level was not impacted.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional info be received a supplemental form will be completed.